Event description:
It was reported that the patient underwent an explant of the spinal cord stimulator (scs) system due to an infection. No device malfunction was suspected. No additional information was received as the physician does not provide patient or procedure details. The devices were not returned for analysis.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial/batch: (B)(6). Brand name: linear 3-6, upn: m365sc2366500, model: sc-2366-50, serial/ batch: (B)(6).